Event description:
Information was received from a healthcare professional (via a manufacturer representative) regarding a patient with an implantable neurostimulator (ins) that experienced a complete overdischarge and battery depletion. No more stimulation was possible for the patient and the pain returned for the patient. The factors that may have led or contributed to the issue included the recharger not working anymore and that the recharge interval of the patient was only 24 hours. The charging system was not working anymore and, as a result, the ins could not be charged on time. The clinician programmer and patient programmer could not connect with the ins. The charging system was changed. A physician mode recharge was performed on the ins. The overdischarged ins and pain was resolved. The impact on the charging interval (which was already very short) was unknown.

Manufacturer narrative:
Analysis of the returned desktop charger (lot # c0564633) found that the plug to the recharger was broken. (B)(4). Other applicable components are: product ID: 37761, lot#: c0564633, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Upon return of the desktop charger, it was discovered that the plug to the recharger was broken.